Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that canister was used during the procedure and the "air" circulation path is clogged and didn´t allow the suction. It was checked that there were no leaks and the same failure persisted. It was decided to change the canister for a new and the same error persisted. In this procedure two canisters were defective. No damage to patient occurred. Procedure was completed by using another of the same device. No damage to patient occurred. Patient is stable. Product was tested by our smith & nephew technical service department and determinate it is a manufacturing problem since they used a canister from a different batch and the pump work properly and when the affected canisters were used with that pump, canister didn´t work, they were clogged.